Event description:
It was reported on (B)(6) 2012, that the patient had high impedance on normal and system mode diagnostic tests performed on (B)(6) 2012. It was indicated by the nurse that the patient could still feel stimulation and was still having voice alteration with stimulation, so it was felt that the patient may be receiving some therapy. There was also no reported pain. X-rays were performed and were sent to the manufacturer for review. The generator placement appeared normal. Proper insertion of the connector pin could not be confirmed based on the angle of the images provided. The generator feed-through wires appeared to be intact. The electrodes appeared to be in proper alignment. The lead wires appeared to be intact at the connector pin and no gross fractures or lead discontinuities could be visualized on the lead portion assessed. There was a small portion of the lead body behind the generator that was unable to be assessed. In the x-rays received, a lead discontinuity or sharp angle was not observed; however the presence of a micro-fracture could not be ruled out. Proper pin insertion could also not be assessed based on the images provided. Note that as a portion of the lead was located behind the generator, a full assessment of the lead could not be performed. Additional information was obtained from the nurse indicating that the patient was also experiencing an increase in seizures starting around (B)(6) 2012. This was felt to be related to the patient's anxiety over the device not functioning properly. The patient had been experiencing complex partial seizures with rare secondary generalization. Additionally it was reported that the patient has fallen twice. The nurse indicated that this was a likely cause of the high impedance, however this cannot be confirmed. Revision is likely but has not occurred to date.

Event description:
The explanted generator and lead were returned to the manufacturer on (B)(6) 2012. Product analysis on the generator has been completed; however analysis on the lead is underway. During product analysis of the generator, there were no anomalies found. The generator performed according to functional specifications.

Event description:
Product analysis on the lead was completed on (B)(4) 2012. During analysis a break was identified in one of the lead coils. Scanning electron microscopy images of the broken coil show that pitting or electro-etching conditions have occurred at the break location. However, due to metal dissolution and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient went for replacement on (B)(6) 2012, however, the surgeon was not able to replace the vns lead and generator at that time so the devices were removed and not replaced. Replacement has not occurred to date. Attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.